Event description:
The iab was inserted into the pt on 2/20/98 at 5:38 p.m. The dr had difficulty removing the iab on 2/22/98 at 3:00 pm. The pt had a pseudoaneurysm. The iab was not returned to datascope for evaluation. (Event complications: pseudoaneurysm - reported 7/28/98.) (Pt's current status: discharged- rpt'd 7/28/98.)